Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the therapy pcb, energy storage capacitor, isolation relay, and biphasic pcb. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control evaluated the removed therapy pcb, energy storage capacitor and isolation relay and no failures were observed. Physio-control further evaluated the removed biphasic pcb assembly and determined that it was the cause of the reported issue. Physio observed that there was significant electrical damage to the pcb, specifically two transistors, designators q5 and q6. The pcb would not allow the device to deliver energy in its current state. Due to the amount of damage, further component level cause could not be conclusively determined.

Event description:
The customer initially contacted physio-control to request service for a non-critical pacing issue. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that defibrillation would not be possible, if it were necessary.